Event description:
It was reported that during an laparoscopic supracervical hysterectomy procedure, the pad fell off into the patient. The pad could not be found. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.